Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm mega suturecut needle driver instrument to perform failure analysis. The instrument was analyzed and found to have broken grip cable at distal end.

Manufacturer narrative:
Correction to section b3: the event date was updated to (B)(6) 2025 based on the event logs. As per the log review, the instrument was last used on (B)(6) 2025 during an inguinal hernia - bilateral surgical procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm mega suturecut needle driver instrument's cable snapped at tip end. No fragments fell into the patient. The procedure was completed with no reported injury.